Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was requested by the hospital that, the cardiosave intra-aortic balloon pump (iabp) have a display hinge checked as it is broken. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) when running with balloon the catheter restriction was found. Fse replaced the safety disk (d202-00-0140) to resolve the catheter restriction issue also fse replaced the display upper hinge cover (d380-00-0561) to resolve broken hinge issue. When running with balloon for 10 mins all manifold test passed, compressor output test passed and compressor cycling test passed. The unit was ready to use.

Event description:
N/a.